Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that a motor stall occurred, and the pump did not restart after a pump update. There were no [additional] diagno stics/troubleshooting performed. The event occurred on an unknown date in (B)(6) 2019. There were no applicable environmental, external or patient factors reported that might have led or contributed to the event. The pump was replaced on an unknown date in (B)(6) 2019. The issue was resolved. The patient's status was alive - no injury. The pump implant date was unknown. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Pump interrogation at medtronic european operations center indicated the pump was delivering sufenta 47,0 mcg/ml and catapressan 6,5 mcg/ml. If information is provided in the future, a supplemental report will be issued.